Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: upon pump power up, a call service alarm 069 was reproduced and was unable to be cleared post-reboot attempt. Upon removal of the pump cover, no intermittent condition was found to the printed circuit board. Technical analysis revealed an eeprom (electrically erasable programmable read-only memory) failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 069 issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.